Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked case near reservoir window and cracked case near display window corners noted during visual inspection. Bleeding lcd glass was noted during testing. The insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted during testing. The insulin pump primed properly and no calibration errors noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that there was a spot/mark on the insulin pump display. The customer also reported that they received no delivery alarm. The customer reported that the spot was growing. The customer's blood glucose was 193 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.